Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('uterine perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dermatitis allergic ("allergy: rash/skin condition"). The patient was treated with surgery (removed on (B)(6) 2017 and on (B)(6) 2017 essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation and dermatitis allergic outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dermatitis allergic, fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: unknown if essure confirmation test done. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Previously reported event injury was replaced with uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, allergy: rash/skin condition. Essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was 2 pieces on the left'), fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, dysmenorrhea, breathing difficult, backache, headache, adenomyosis, fibrosis and uterine leiomyoma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dermatitis allergic ("allergy: rash/skin condition"). The patient was treated with surgery (bilateral cornual resection with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation and dermatitis allergic outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dermatitis allergic, device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: unknown if essure confirmation test done. Discrepancy noted in essure removal date- (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was 2 pieces on the left'), fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis, dysmenorrhea, breathing difficult, backache, headache, adenomyosis, fibrosis and uterine leiomyoma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dermatitis allergic ("allergy: rash/skin condition"). The patient was treated with surgery (bilateral cornual resection with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation and dermatitis allergic outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dermatitis allergic, device breakage, fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: unknown if essure confirmation test done. Discrepancy noted in essure removal date- (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: medical record received. Event there was 2 pieces on the left, reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.